Event description:
Information received by medtronic indicated that the insulin pump had a low reservoir alarm. Customer was able to clear the alarm. Customer was reporting low reservoir did not alert them as expected. No harm requiring medical intervention was reported. The insulin pump returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 2.6d, retainer ring =clear. Customer returned insulin pump for alleged low reservoir anomaly on event date (B)(6)2022. Device passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed dat at 0.08740 inches. No unexpected alarms/alert/anomalies noted during testing. Low reservoir alarm was set to 20 units (u); functioned properly and alarmed below 20 u at 15 u. Motor was tested outside pump and passed. Device was successfully download using thus for history files and trace files. No alarms, alerts or anomalies noted during testing or present in history trace files. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case (battery tube), corroded battery tube and cracked retainer. No unexpected alarms/alert/anomalies noted during testing. Low reservoir anomaly is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.